Manufacturer narrative:
(B)(4). The customer returned a 5-lumen catheter for evaluation. No other components were returned. The catheter body was cut off adjacent to the distal end of the juncture hub and not returned. It appeared as though the catheter body was cut on purpose and therefore will not be a part of this investigation. Visual examination of the catheter revealed a slice in the medial 1 extension line. Microscopic examination revealed the slice is angled down with smooth edges. The appearance of the slice is consistent with material that has been cut by a sharp object. The slice in the medial 1 line was located approximately 17 mm from the proximal end of the juncture hub. The location was consistent with the slice found during visual inspection. The outer diameter of the medial 1 extension line measured 2.580 mm and the inner diameter of the extension line measured .083". These measurements cannot be compared to any specifications as the material number was not provided by the customer. The catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into each of the extension line hubs using a lab inventory 10ml syringe. Water was observed leaking only from the medial 1 extension line. The location is consistent with the slice found during visual inspection. In general, the instructions for use (ifus) provided with arrow kits warn not to apply excessive force when removing the guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Ifus also warn to minimize the risk of cutting catheter, do not use scissors while removing the dressing." The customer report of extension line leak in use was confirmed through visual and functional inspection of the returned sample. The catheter leaked from a slice in the medial 1 extension line during functional inspection. The appearance of the slice was consistent with what occurs when the catheter comes in contact with a sharp instrument (i.e. Scissors, scalpel, etc.). Based on the condition of the returned sample, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "nurse noticed air coming from line flushed with saline and it leaked out from line (tubing) this had been inserted into the patient. Patient is fine no complications. Removed the line and another sited."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "nurse noticed air coming from line flushed with saline and it leaked out from line (tubing) this had been inserted into the patient. Patient is fine no complications. Removed the line and another sited."